Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and low blood glucose level. Customer¿s blood glucose values were 36 mg/dl and 220 mg/dl. The customer was treated for low blood glucose with juice and for high blood glucose level with bolus. The customer was declined to troubleshooting for high and low blood glucose level. The customer was assisted with troubleshooting for cannot find sensor signal. The insulin pump will not be returned for analysis.